Event description:
Additional information obtained indicated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg would not communicate with external devices following an unrelated surgery. A company representative met with the patient and confirmed the ipg was inoperable. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address this issue.